Event description:
The customer reported the keypad is not sensitive. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer, and the issue was verified. The keypad assembly was found to be defective. Replacing the keypad assembly resolved the reported issue. The device passed testing and was returned to service. There was no request for further action or response from the customer.